Event description:
Falsely elevated advia centaur xp vitamin d results were obtained by the customer and considered discordant when compared to repeat test results. The discordant result were not reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin d assay results.

Manufacturer narrative:
The cause of the discordant vitamin d results is unknown. The customer's quality controls results were valid and no other patient discordant results reported by the customer at the time of the issue. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
Additional information: a siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced a slightly bent aspirate probe 2 and replaced the aspirate probe wash guides. The ring port and wash station were cleaned and the r1, r2, ancillary probe, sample probe and aspirate probe 2 were calibrated. The instrument is performing within specifications. No further evaluation of the device is required. Note: MDR 1219913-2012-00181 supplemental 1 was filed on march 6, 2012 as a supplemental report to MDR 1219913-2012-00129 (based on siemens process in 2012). This submission is refiling the 2012 report under the initial MDR number (MDR 1219913-2012-00129) at the request of FDA (received january 10, 2020).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00129 on april 2, 2012. Siemens filed the MDR 1219913-2012-00181 supplemental report #1 on april 25, 2012. 02/06/2013: correction: the MDR 1219913-2012-00181 supplemental report #1 had the incorrect date. The correct date is 04/03/2012. Note: MDR 1219913-2012-00181 supplemental 2 was filed on february 6, 2013 as a second supplemental report to MDR 1219913-2012-00129 (based on siemens' process in 2012). This submission is refiling the 2012 second supplemental report under the initial MDR number (MDR 1219913-2012-00129) at the request of FDA (received january 10, 2020).